Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Following information reported, the citadel bed moved unintended without any command given. There was no indication regarding patient involvement. No injury or other medical consequences reported.

Manufacturer narrative:
The device was evaluated by arjo technician and it was not possible to clearly confirm the cause of the reported unintended bed movement. The technician replaced the tilt switch cable and the bed was tested. It was working in accordance with the specification and such issue was not observed anymore. Final conclusions will be provided to next follow-up report.

Manufacturer narrative:
Following the incident, the bed was excluded from use and moved to the medico-technical department at the hospital. The hospital technician checked the bed but was not able to repeat and confirm the scenario. The evaluation of the involved device carried out by arjo representative also revealed that all functions of the claimed bed were working correctly. The reported unintended movement could not be recreated. Based on the above findings, it was not possible to determine the exact cause of this issue. As a precaution the technician decided to replace proactively the tilt cable (part number s9339 cable). To sum up, it was reported to arjo that the citadel bed did not meet its performance specifications due to unintended down movement of the bed. There was no indication regarding patient involvement. The complaint was decided to be reportable, in abundance of caution, due to alleged, unintended movement of the bed, although no adverse outcome occurred.